Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated using the wand on a programmer. Several attempts at interrogation were unsuccessful. The patient's last interrogation in (B)(6) 2021 had registered 2.5 years of battery life left. The ICD was found to belong to the battery performance alert (bpa) advisory though an alert was not confirmed due to the inability to interrogate. The patient's ICD was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Premature depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with field action in october 2016.